Manufacturer narrative:
(B) (4). Sample will not be returned for eval.

Event description:
It was reported that the epidural catheter was being used on a labor and delivery pt. The catheter was inserted without incident. The pt was in active labor. The physician observed a hole in the distal end of the catheter after placement. The physician cut the catheter below the hole and attached the snaplock adapter. The labor and delivery manager reported the delivery was quick and the catheter was used for a very short time successfully. There was no delay in treatment and no pt complications reported.